Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic. During interrogation, the programmer exhibited a diagnostics anomaly. This was resolved by software download.